Event description:
It was reported that during surgery the intertan nail was implanted and the procedure went perfectly. After the lag and compression screws were inserted the set screw was advanced. When the guide bolt wrench was applied to remove the nail from the drill guide the guide bolt wouldn't come out. Additional force was applied to the driver and it broke inside the patient, all pieces recovered. The implant was removed because it could not be release from the drill guide because the hex driver broke. The surgeon had to use a competitor's device. The patient was discharged from the hospital. A delay greater than 30 min was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken, damaged and has signs of wear and tear from use. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately.based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.